Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s husband reported via call that reservoir had air bubbles. Customer¿s blood glucose level was 197 mg/dl at the time of incident. Approximate size of air bubbles was one bigger one. Customer states that leak at connection of tubing and reservoir. The reservoir will be returned for analysis.